Event description:
Patient was having an upper gi performed, when the fluoroscopy machine failed during the procedure. The machine would not allow the completion of the study. According to the philips field service engineer, the hard drive failed.